Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blackout of the image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the blackout of image was caused by defect in universal cord. The most probable cause of the malfunction was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during the maintenance, the laparoscope exhibited the image becomes blurred, indistinct or noisy. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.